Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 502mg/dl. Customer was admitted to (B)(6) on (B)(6) 2018 at 4:30 pm. Customer advised they were unable to use the insulin pump due to not having supplies. The insulin pump will not be returned for analysis.